Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 20ml 23g 1in the stopper is damaged deformed. There were 40 occurrences, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: stopper get crushed.

Event description:
It was reported that during use of the syringe 20ml 23g 1in the stopper is damaged deformed. There were 40 occurrences, but the date/time and or patient information is unknown. The following information was provided by the initial reporter: stopper get crushed.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned to sbdm. Sbdm will analyze the complaints by using 4 house samples. House samples leakage test: sbdm conducted leakage test on the 4 samples and results are: - when pulled straight, the syringes show no leakage or air aspiration. - when pulled obliquely, the syringes show no leakage or air aspiration. House samples needle leak test: - when pulled straight, the needles show no leakage. - when pulled obliquely, the needles show no leakage. There is possibility of air aspiration and leakage on the syringe if user pulls plunger obliquely as demonstrated by sbdm. Dimension measurement: for the 4 house samples, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f20.05 +/- 0.05mm. Samples were measured at f20.086, f20.047, f20.076, f20.082. Stopper outer diameter: spec f21.0 + 0.05mm. Samples were measured at f21.033, f21.021, f21.012, f20.981. DHR review: sbdm reviewed the manufacturing record for lot 1802262, no abnormality was observed. Customer complaint record review: sbdm reviewed customer complaint record, there were similar issues from other customers. Root cause: from investigation of house samples due to the complaint samples not returned to sbdm, sbdm couldn`t find air aspiration in the house samples. The inner diameter of barrel and outer diameter of stopper is in spec for the complaint samples. 2 possibilities for possible cause: 1st: sbdm investigated that the medicine holding line between stopper and barrel of 20ml syringe is reduced when the plunger is pulled obliquely, even as both stopper outer diameter and barrel inner diameter are within specification. This is due to the interference fit between stopper and barrel of 20ml syringe is lesser than other size syringes. The interference fit of 10ml(f1), 30ml(f1.1), 50ml(f1) syringe is more than f1.0 but the interference fit of 20ml syringe is f0.95). This may be attribute to molded stopper component more sensitive to changing of injection working parameters, and it will affect the interference fit of the stopper and barrel. The ideal state would be to achieve a high medicine holding strength, in which the outer diameter of stopper is bigger than inner diameter of barrel (maximum tolerance allowance based on specification). 2nd: sbdm indicate possibility of stopper raw material specification being wide that cause the complaint case. The stopper injection condition should be changed according to the stopper raw material batch changed but line workers kept the best injection condition that they found before. Sbdm will request to raw material supplier to meet the spec similar with raw material lot no. 20190304-1 that was tested with no leakage using current injection condition of the barrel by sbdm. Also, using stopper raw material lot no. 20190311-1 sbdm found 2 leakage samples with current injection condition. Sbdm will try to find the best injection condition for the barrel to match the stopper. Corrective actions: 1. Sbdm conducted quality training on the customer complaint for stopper inspection workers and quality control worker. 2. Sbdm strength inspection for 20ml stopper and are monitoring the leakage of the 20ml syringe for every lot no. By enhanced inspection method (similar with customer¿s using condition). 3. Sbdm will check and reconfirm injection work condition of preventive maintenance of gasket mold. 4. Sbdm will conduct re-validation of injection process for stopper, when it is completed, will manufactured 36,000 test samples of 20ml to confirm no issue. H3 other text : see section h.10